Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient did not think their device was working because they would increase stimulation, but it would only help a little bit. The device was set on (B)(4) and the patient stated that they normally run at (B)(4). No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2017-08-10. The patient reported that her battery was running low and needed replaced. The patient reported that when her inner battery was near depletion then the need arises to run it higher thus the quicker need to charge. The patient reported that she contacted a manufacturer¿s representative (rep) and the rep set the battery up higher and that had made it more tolerable and the stimulation had returned. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.